Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
As reported: "patient arrived at hospital with a dislocated hip [femoral head dissociation stem was removed trunnion corrosion and failure in monolithic metal was observed. An accolade 2 stem was implanted with new liner and +5mm 36mm ceramic head. No other parts were removed or revised." Rep provided explant pictures and x-rays. Spoke to rep. Intra-operatively, damage to the rim of the liner was also noted.

Event description:
As reported: "patient arrived at hospital with a dislocated hip [femoral head dissociation]¿stem was removed trunnion corrosion and failure in monolithic metal was observed. An accolade 2 stem was implanted with new liner and +5mm 36mm ceramic head. No other parts were removed or revised." Rep provided explant pictures and x-rays. Spoke to rep. Intra-operatively, damage to the rim of the liner was also noted.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: no product was returned for evaluation however photographs were provided for review. The photographs show a recently explanted head, stem and liner. Blood is visible on all devices. Bony ingrowth is visible on the body of the stem. The trunnion is worn/corroded. Screws are visible in the liner most likely used for explantation purposes. Damage is visible on the rim of the liner. -clinician review: a review of the provided medical records by a clinical consultant indicated: again, as I described above this inquiry describes the failure of a total hip arthroplasty approximately 15 years after implantation due to femoral head disassociation and possible trunnion failure. Causes of this type of failure are multifactorial including surgical technique, patient factors and implant factors. The root cause of this event cannot be determined with certainty. An implant metallurgical analysis would have to be carried out to determine the exact mechanism of failure. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.